Event description:
It was reported that this right ventricular (rv) lead was explanted one day after it was implanted, with it not presenting optimal measurements due to the patient morphology. A new device was implanted. The device has been returned and is pending analysis. No additional patient effects were reported. According to additional information received, this patient received an inappropriate electric shock due to oversensing of the right atrial (ra) lead signal by the right ventricular (rv) lead. Subsequently, this patient passed out. Technical services (ts) analyzed device episode data and provided troubleshooting including recommending a chest x-ray to confirm lead position as well as placing a magnet over the device to program tachy therapy off. No additional adverse patient effects were reported. This lead has been received by boston scientific and further investigation is anticipated.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner and outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies other than cuts in insultation likely due to explant damage. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was explanted one day after it was implanted, with it not presenting optimal measurements due to the patient morphology. A new device was implanted. The device has been returned and is pending analysis. No additional patient effects were reported. According to additional information received, this patient received an inappropriate electric shock due to oversensing of the right atrial (ra) lead signal by the right ventricular (rv) lead. Subsequently, this patient passed out. Technical services (ts) analyzed device episode data and provided troubleshooting including recommending a chest x-ray to confirm lead position as well as placing a magnet over the device to program tachy therapy off. No additional adverse patient effects were reported. This lead has been received by boston scientific and further investigation is anticipated.

Event description:
It was reported that this right ventricular (rv) lead was explanted one day after it was implanted, with it not presenting optimal measurements due to the patient morphology. A new device was implanted. The device has been returned and is pending analysis. No additional patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.